Manufacturer narrative:
Product technical complaint investigation received on 22-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who experienced longer menstrual cycles (2 week periods with only 2 weeks off and hemorrhaging blood) after essure (fallopian tube occlusion insert) insertion. As treatment, she had a mirena (levonorgestrel) inserted. However; the bleeding persisted and she was submitted to an ablation and dilatation and curettage (d&c). During this procedure, when the surgeon deployed the device, it nicked the side of her uterus and caused her internal bleeding. These events were considered serious due to their medical importance. Only longer menstrual cycle is listed according to essure's and mirena's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer had heavy and longer menstrual cycles starting 1.5 years after essure placement. According to her, an investigation was performed to rule out other conditions such as cancer and hormonal imbalance and nothing came abnormal. Considering this information, a contributory role of essure in the reported menstrual changes cannot be excluded. Regarding the remaining events, they were considered as unrelated to essure and mirena due to their nature (complication of ablation and d&c). This case was regarded as incident, due to the reported surgical interventions for bleeding's treatment. Additionally, consumer stated she was going to have essure surgically removed. In addition non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1369, awareness date 06-oct-2015 ). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for sterilization. At first, consumer experienced lighter menstrual cycles and felt fine. Near the middle of 2014, her menstrual cycles started getting longer (which continued until (B)(6) 2015); she would have two week periods with only two weeks off during her fairly typical 28 days cycle. She experienced menstrual cramping and often the pain would be debilitating and she nearly black out from it. In (B)(6) 2014, she woke up with stabbing pain in her ovaries and hemorrhaging blood. She thought it would be either pregnancy or miscarriage but stated neither was correct. In d(B)(6) 2014, she continued presenting these symptoms. On (B)(6) 2015, she started her period again and it did not stop. At the end of (B)(6), she started progesterone and the period stopped for 24 hours. In the middle of (B)(6) 2015, a biopsy to check for hormonal imbalance as well as cancer was performed, a full blood panel, and an ultrasound of uterus and ovaries were also performed. Nothing came back abnormal. Her physician stated that most likely cause was that she was going into early menopause ((B)(6) at that time). She stated that did not want to use nuvaring again (one of the alternative to stop her bleeding). So, she opted for other alternative and start treatment with mirena (levonorgestrel) iud, which was inserted in (B)(6) 2015. Until (B)(6) 2015, she experienced 2, 2-day breaks from bleeding. She gained 7 pounds and was still experiencing constant cramping, so she stated that mirena obviously did not work. On (B)(6) 2015, an ablation and dilatation and curettage (d&c) was performed. When the surgeon deployed the device, it nicked the side of her uterus and caused her internal bleeding. She was stitched from inside, had the d&c and then a laparoscopic surgery to determine if she was internally bleeding. While in the recovering room her doctor told her that she was unable to perform the ablation and that she was not a candidate, her only medical option at this point was a hysterectomy. Consumer reported that on (B)(6) 2015 (the reporting day) she was on her way to the hospital to have a hysterectomy and salpingectomy performed to have essure removed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who experienced longer menstrual cycles (2 week periods with only 2 weeks off and hemorrhaging blood) after essure (fallopian tube occlusion insert) insertion. As treatment, she had a mirena (levonorgestrel) inserted. However; the bleeding persisted and she was submitted to an ablation and dilatation and curettage (d&c). During this procedure, when the surgeon deployed the device, it nicked the side of her uterus and caused her internal bleeding. These events were considered serious due to their medical importance. Only longer menstrual cycle is listed according to essure's and mirena's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer had heavy and longer menstrual cycles starting 1.5 years after essure placement. According to her, an investigation was performed to rule out other conditions such as cancer and hormonal imbalance and nothing came abnormal. Considering this information, a contributory role of essure in the reported menstrual changes cannot be excluded. Regarding the remaining events, they were considered as unrelated to essure and mirena due to their nature (complication of ablation and d&c). This case was regarded as incident, due to the reported surgical interventions for bleeding's treatment. Additionally, consumer stated she was going to have essure surgically removed. In addition non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.